Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during the 26mm sapien 3 placement by tf approach in the pulmonic position, there was difficulty tracking and withdrawing the commander delivery system. Due to small distal pa arteries, the wire could only just be placed. Difficulties were encountered in passing through the pa stent. Attempts to use the commander flex function were attempted but the device can only be flexed in one direction and the wire was lost out of position into the right ventricle. It was decided to retrieve the commander and valve back into the esheath but this was not possible. The valve would not re-enter the esheath. Then it was attempted to remove the commander and valve without esheath but the valve got caught in the vein and could not be moved forward nor backward. It was decided to recover the valve via right v. Jugularis with an 18f sheath. The physician managed to recover the valve and then it was possible to retrieve the commander out of the vein. A new set of devices were prepped and this time the 26mm sapien 3 valve were successfully implanted. Apart from a prolonged procedure time, and additional intervention the patient did not have any further injuries related to this event.

Manufacturer narrative:
As the affected device was not returned, the investigation will be limited to review of DHR, review of physician training and IFU, review of complaint database for similar complaints, review of lot history, and manufacturing mitigations. DHR review was performed for the components that are the most relevant to this complaint event, and did not reveal any manufacturing related issues that could have contributed to the reported event. No IFU/training deficiencies were identified. Review of complaint history from october 2015 to september 2016 revealed other returned complaints for the edwards commander delivery system (9610tf26/clus, (B)(4)) for withdrawal difficulty- valve through sheath. A review of complaint history reveals that the occurrence rate for withdrawal difficulty- valve through sheath, did not exceed the september 2016 control limits for the trend category of ¿withdrawal difficulty.¿ review of complaint history from october 2015 to september 2016 revealed one other returned complaint for the edwards commander delivery system (9610tf26/clus, (B)(4)) for delivery system - tracking difficulty. A review of complaint history reveals that the occurrence rate for delivery system - tracking difficulty did not exceed the september 2016 control limits for this trend category of ¿tracking difficulty.¿ a lot history review did not reveal any other complaints similar to withdrawal difficulty- valve through sheath and/or delivery system - tracking difficulty. During the manufacturing process, 100% visual inspection and functional testing is performed on commander delivery systems by both manufacturing and quality. These manufacturing mitigations support that it is unlikely that manufacturing non-conformance was the source of the complaint. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaints of ¿withdrawal difficulty- valve through sheath and/or delivery system - tracking difficulty¿ were unable to be confirmed. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Review of available information (applicable DHR, relevant complaint history, lot history and manufacturing mitigations) did not reveal any indications that a manufacturing non-conformance was the source of the complaint. The procedure was performed in pulmonic position and pulmonary artery (pa) was pre-stented. Per the cer, ¿difficulties were encountered in passing through the pa stent.¿ this suggests that additional manipulation of the device might have occurred, and ¿resulted in a wire loss¿ as indicated in the cer. Losing the guidewire to track the thv into the landing zone might have contributed to the tracking difficulty reported. Review of previous similar complaints suggests that withdrawal difficulty of the thv/delivery system through the sheath can be affected by non-axial alignment with the sheath during retrieval, excess fluid being left in the inflation balloon during prep, and not placing the flex tip over the triple marker prior to withdrawal. While a definitive root cause was unable to be determined, available information indicates that patient and/or procedural factors may have contributed to the reported event. Since no manufacturing non-conformances and no labeling/IFU/training deficiencies were identified, no corrective or preventative actions are required. Since any product non-conformance was unable to be confirmed, and the occurrence rates do not exceed the control limits, no product risk assessment (pra) escalation is required. The complaints for ¿withdrawal difficulty- valve through sheath¿ and ¿delivery system - tracking difficulty.¿ were unable to be confirmed due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. Available information supports that procedural factors may have contributed to the reported event. No labeling or IFU/training inadequacies have been identified and review of the complaint history revealed that occurrence rates did not exceed the control limits for these trend categories. Therefore, no corrective or preventive actions are required.